Manufacturer narrative:
One bivona customized tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, found no non-conformities or defects during manufacturing. Visual inspection was performed using the unaided eye and under normal plant lighting. Examination found marks on the portion of the inflation balloon that surrounded the inflation valve. During functional testing, a standard syringe was used to insert 5cc's of air into the inflation line; the device cuff was unable to inflate. The device was then submerged in water and a leak was observed on the marks located on the inflation balloon. During microscopic examination of the leak area, cuts were observed. The appearance of the observed cuts was consistent with the device coming into contact with a sharp object. Investigation was unable to determine the root cause of the cuff leak; however, no evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a portex bivona flextend" neonatal and pediatric tts" (tight-to-shaft) tracheostomy tube balloon was not holding water after two days of patient use. Upon examination, it was discovered that there was a pinhole leak on the valve. A new tracheostomy tube was placed to address the issue. No patient injury was reported.